Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a nurse regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient was at the emergency department (ed) and they believe maybe the pain pump was not functioning properly as the patient was out of it and having trouble breathing. Narcan was administered in the ambulance on the way over to the hospital and the patient responded to that. They had contacted the patients pump managing physician who recommended they contact the manufacturer to get a manufacturer representative involved. It was indicated that the patient dose not need a lot of meds from the pump and about 4 months was the time interval for getting the pump refilled, so there had been no dose adjustments or pump refills recently. No further patient complications have been reported as a result of this event.